Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer had exited an airplane. Customer's blood glucose was 109 mg/dl. Reportedly, the customer performed a pump reset and the alarm was cleared, and customer continued to use the pump for insulin therapy. The customer declined further troubleshooting with tandem technical support.